Manufacturer narrative:
As the affected valve was not returned, the investigation was limited to review of DHR, review of physician training and IFU for novaflex+ and sapien xt valve, review of complaint database for similar/other complaints, lot history review, manufacturing mitigations, and fmea assessment. The related work orders are the most relevant work orders for the failure mode reported in this complaint. The work orders did not reveal any other issues that could have contributed to this complaint. No IFU or training deficiencies were identified. A review of complaint history from february 2015 to january 2016 for "valve - degeneration, deterioration" of sapien xt (all sizes) revealed no returned complaints in this complaint code/category. Review of complaint history for the month of january 2016 did not reveal that the occurrence rate exceeds the control limits for the associated trend category. A review of lot history revealed no other similar complaints under the related work order for "valve - degeneration, deterioration". During manufacturing, all sapien xt assemblies are 100% visually and functionally inspected for defects under 8x magnification during manufacturing. These manufacturing inspections make it unlikely that a manufacturing non-conformity caused the reported complaint. Per a technical summary written by edwards, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Due to the unavailability of the device or imagery/photos confirming the thickened and partially fused leaflets, the complaint for valve degeneration was unable to be confirmed. A review of DHR, lot history, complaint history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the valve was the source of the complaint. Without the device being returned for evaluation, functional testing, and dimensional analysis were unable to be completed. Therefore, the root cause of the valve degeneration is unable to be determined, however patient factors, such as altered calcium metabolism (renal dialysis) can accelerate the deterioration of the thv. The complaint was unable to be confirmed, and no manufacturing/product non-conformances or labeling/lfu/training deficiencies were identified, therefore no corrective/preventative actions are required. Additionally, since the complaint was not confirmed, a product non-conformance was not identified, and the reported failure mode does not exceed the complaint trending control limits, a product risk assessment (pra) is not required. The complaint of "valve - degeneration, deterioration" could not be confirmed due to unavailability of device or imagery confirming the alleged failure. No manufacturing non-conformities were found during the DHR review or lot history review that could have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. Review of the complaint history for the month of january 2016 did not reveal that occurrence rate exceeds the control limits for failure mode for this trend category.

Manufacturer narrative:
(B)(4) leaflet thickening of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the reported leaflets were "thickened and partially fused¿ and the valve was heavily calcified likely related to the mechanisms described above. A failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
The clinical specialist was notified that the sapien xt was explanted six months post procedure and replaced with a mechanical valve. The reason for explant was the valve was heavily calcified and the leaflets were "thickened and partially fused". The valve was surgically removed and replaced with a 21mm non-edwards surgical valve. There was no regurgitation.